Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that several partially formed staples could be seen inside of the tissue. The partially formed staples did not form a b shape. The listed reload was not visible in the returned image. It was reported that the staple formation on the outermost strip of the device failed to form into a b-shape as intended. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a right middle resection procedure involving pulmonary parenchyma dissection, the staple formation on the outermost strip of the device failed to form into a b-shape as intended. As a result, there were instances where the staples were pulled out individually. The reload was discarded. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle (lot#: unknown), sigpshell, sig power sigpshell control shell (lot#: unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.